Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had sensor issues. One sensor had a bent cannula and another sensor had a missing cannula. Blood glucose level at the time of the incident was 139 mg/dl. The customer was advised that the sensor would be replace. No product is expected to return.